Event description:
It was reported that when the patient presented for normal device change out, externalized conductors were observed. The lead remains implanted with normal electrical parameters. The patients condition is stable after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.